Event description:
Initial result for a patient hcg was 799 mlu/ml. When repeated, the result was <1 mlu/ml. The patient was redrawn, and the result was <1 mlu/ml. The incorrect result did not adversely affect the patient. The field service rep was unable to determine a cause for the discrepancy.